Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had passed away at home on (B)(6) 2023. Patient was on hospice.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a specific cause for the patient outcome as well as a direct correlation to heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The cause of death was not provided. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. It was reported that hm ii lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hmii lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.